Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Information references the main component of the system. Other relevant device(s) are: product ID evolutpro-29-us, serial/lot (B)(4), use by date 2019-04-01 UDI (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon deployment, an angiographic root shot revealed moderate-severe paravalvular leak (pvl). A post-implant balloon aortic valvuloplasty (bav) was performed and gained full expansion of the valve. Upon deflation of the balloon, complete heart block (chb) was noted and the pressure decreased to 40-50 mmhg systolic. A transthoracic echocardiogram (tte) showed a pericardial effusion of unknown etiology. Cardiopulmonary resuscitation (CPR) was started. Pericardiocentesis was performed and cardiopulmonary bypass (cpb) was initiated. The pericardiocentesis removed 160 ml of blood. An angiographic root shot was inconclusive for aortic root rupture. A sternotomy was performed which showed two lateral left ventricle perforations which were successfully repaired. The cause of the perforations was not known but the physician reported possible relation to the medtronic guidewire. Wire positioning during the procedure was reportedly ideal with no extraneous movement of the wire at any point. No treatment was required for the chb. No further adverse patient effects were reported.